Event description:
The patient¿s mother stated they thought the patient¿s pump was currently leaking. The mother stated the patient told them ¿it felt like warm soup around the pump¿. The medication infused was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).